Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from cts on performing a pump reset, the caller successfully started their sensor session without encountering the error again.